Manufacturer narrative:
The investigation concluded that an operator sustained a cut finger when manipulating the microslide incubator ring on the vitros 5,1 fs chemistry system. The most likely cause of the event was user error, as an operator sustained the cut when attempting to clear a slide cartridge jam on the vitros 5,1 fs chemistry system. The operator sustained a cut as a result of this event, immediately washed their hand and cleaned the cut with alcohol before applying a bandage. The operator went to the internal health clinic where glue was applied to the cut. The operator stated that they were wearing gloves at the time of the event. There was no evidence to suggest that the vitros 5,1 fs chemistry system malfunctioned.

Event description:
A customer reported that an operator sustained a cut finger when manipulating the microslide incubator ring on a vitros 5,1 fs chemistry system. There was no allegation of serious or long term permanent injury and no long term consequences are expected. However, there is a potential that the operator might be exposed to blood borne pathogens and should be considered as a serious injury. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).